Event description:
A customer reported receiving a minimum fill notification on their device. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by turning the pump off, and technical support guided them through additional reset steps. The issue was cleared, and the customer successfully resumed insulin delivery.